Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was no atrial electrogram on the programmer. The analyzer was returned to the manufacturer for servicing. The event occurred prior to use and during setup so there was no patient involvement.

Manufacturer narrative:
Product event summary: the analyzer was analyzed and no anomalies were found. A new battery was installed and the device passed testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.